Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen of the s5 double head pump was unresponsive post-operatively. There was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the touch screen of the s5 double head pump was unresponsive post-operatively. There was no patient involvement. The involved device was not returned for evaluation but photographs of the touch screen were received. A review of the photographs found that the issue was caused by liquid having penetrated into the touch screen. Sorin group (B)(4) has initiated a CAPA to address this issue. Evaluation of received pictures.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 double head pump was unresponsive post-operatively. There was no pt involvement.